Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during surgery, the pencil was used while the rocker switch was touched. The edge produced an electrical discharge whenever it touches tissue. The surgeon tried again without touching the rocker switch but once the pencil touched the tissue, there was an electrical discharge. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.